Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an errhw12c. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was attempted and failed. The receiver data log could not be downloaded as the unit didn't turn on. An internal visual inspection was performed and failed as moisture damage was observed. The reported event of an error icon display was undetermined. A probable cause could not be determined.